Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used for the femoral case and the procedure ended well. However, the hemostasis was not achieved since the bleeding did not stop. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4,g7,h2, h3 and h6 have been updated accordingly. As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used for the femoral case and the procedure ended well. However, hemostasis was not achieved since the bleeding did not stop. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath was retracted as received. The advancer tube and sealant were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Per functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f1825703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.